Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated alinity I ca 19-9xr result when compared to patient history. The customer repeated test x2 with imprecise results. The customer centrifuged sample and repeated with lower more precise results. The customer provided the following data: initial test = 39 repeat x2 78 and 201 no centrifugation. Previous value for patient was 32. Repeats following centrifugation = 29.0 and 35.5. At x2 dilution: 13.0 converted value: 26. At x3 dilution: 8.84 converted value: 26.52. It is unknown if the patient has been diagnosed with pancreatic cancer. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity I ca 19-9xr results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Trending review determined no related trend for the issue for the product. Return testing was not completed as returns were not available. The historical performance of reagent lot 41917fp00 was evaluated using worldwide data from abbottlink. Patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 41917fp00 is inside the established control limits, which indicates acceptable product performance. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of alinity I ca 19-9xr, lot number 41917fp00, was identified.